Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported delays/under infusion when infusing high dose methotrexate. There was no report of patient harm.

Event description:
The customer reported delays/under infusion when infusing high dose methotrexate. There was no report of patient harm.